Event description:
1968 breast implants caused large buildup of fluid. Md drained fluid. Had rash intermittently all over her body and a "deathlike" tiredness in 1984. Had ameloblastoma tumor on roof of mouth with the left side of top removed. Pt wears a plastic plate on top of mouth so she can talk. Also had a cyst removed from hip that was a smooth granular cyst. Granulomas on knees, arm and leg. Has trouble breathing because of 1968 mouth surgery. Is afraid to have implants removed because of breathing problem. Now has bumps around implants.